Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific patient injury and medical records were limited to the patient's implant tracking log, explant and implant op report only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2007 the patient was diagnosed with urinary stress incontinence (sui) and a cystocele. The patient underwent an anterior repair with implant of a bard/davol flat mesh and a transvaginal sling procedure with implant of a non bard/davol "monarc" sling. On (B)(6) 2007 patient was diagnosed with exposed vaginal mesh and underwent a revision and partial excision of the exposed bard flat mesh.